Event description:
It was reported that the patient underwent tympanoplasty at the implant site due to bilateral mondini ear malformations. Due to the procedure, only five electrodes remain in the cochlea, and the patient reportedly experienced a lack of progress. The patient's surgeon may pursue revision surgery or contralateral ear implantation. The patient remains implanted..